Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the display on the insulin pump went blank. Customer was calling back after receiving a new battery cap. Customer stated that the insulin pump had some scratched around the reservoir compartment and a crack inside the battery compartment. Device was not dropped or exposed to moisture. The contacts on the battery cap are not missing or damaged. Blood glucose value was 150 mg/dl. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics. Unable to perform idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test and displacement test or verify battery out limit alarm due to blank display. The insulin pump had cracked battery tube threads and cracked reservoir tube lip.